Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Reportedly the customer continued to use the pump for insulin therapy.